Event description:
The two chambers will not emergently decompress to surface using the emergency vent button when the oxygen valves are cut off to meet the two minute national fire protection association (nfpa)requirements. The chambers will decompress but not as quickly as they should.both chambers were returned to sechrist for the required ten year refit in 2007 and 2008.the inlet pressure was maintained as recommended by the manufacturer (50-70psi).====================== health professional's impression======================there is potential for harm to the patient as well as the employee if there is a fire and the chamber does not decompress in a timely manner.====================== manufacturer response for sechrist monoplace hyperbaric chamber======================the response received from the technincal services department from sechrist was as follows: "it is necessary to maintain inlet pressures of 50 to 70psi in order for the emergency vent feature to function properly on the sechrist hyperbaric chamber. The system employs a pilot valve that engages 3 backpressure regulators. The proper pressure must be maintained on the pilot valve during the emergency decompression phase of the chamber." Note: the inlet pressure was maintained as recommended by the manufacturer (50-70psi)